Manufacturer narrative:
A review of the manufacturing records was performed. All process operations presented in the manufacturing record were in compliance with manufacturing instructions specifications. All tests results showed a pass condition. No deviation or non-conformance (ncr) related to the customer claim was generated. The lens is placed by the manufacturing operators in the preloaded system using a microscope magnification at 10x and then a second operator site both haptics (lead and trail) in the correct location per instruction to verify that the lens is mounted properly into the preloaded system. The cartridge was inspected for tip defect, melting, roughness, dent or smash condition and all cartridge units were manufactured within specifications. No deviation related to the preloaded inserter system was reported. The results of the functional testing performed in this production order were found within specifications. The lens met all manufacturing specifications prior to release. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
We received a report that while attempting to implant an intraocular lens (tecnis itec preloaded 1-piece) the nurse injected the viscoelastic into the cartridge up the bevel and then pushed to the first line. She waited a minimum of 30 seconds and handed the preloaded lens to the surgeon. He then pushed to the second line and heard a click. He then started to turn the knob and heard a ''pop''. The plastic rod came out of the end of the cartridge, pierced the cornea near the main incision and caused ''quite a bit'' of unspecified corneal damage/trauma. The iol did not come out of the cartridge. The surgeon used a standard monofocal iol to complete the procedure and had to suture the cornea.

Manufacturer narrative:
Implant and explant dates left blank as the iol was not implanted or explanted. Initial reporter: telephone: (B)(6). (B)(4). PMA 510(k): na. This device is not marketed in the USA. It is same/similar to zcb00; PMA p980040. All pertinent information available to the manufacturer has been submitted. Placeholder.